Manufacturer narrative:
Product analysis: inability to capture was unconfirmed. The device passed testing related to pacing output and sensing. The display was confirmed to be out of electrical specification. The case was found to be broken, with missing bails and bail covers. The device was returned unrepaired, as it is beyond its service life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did "not capture any vitals." It was further reported that the epg had a display issue. The epg was returned for service. There was no patient involvement.